Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced halos and glare when driving. Lens was explanted in a secondary procedure.the clinical reason was reported to be patient unhappy with vision. The iol was replaced with unspecified lens approximately three months after initial procedure. Additional information was requested, and received stating the symptoms resolved after lens replacement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the non-toric multifocal company 23.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, unspecified, toric-monofocal lens model. The product was not available for evaluation. Due to the exchange of a non-toric multifocal lens to a toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).